Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that smart remote manager on fridge was failed. Field service engineer powered down, buffed and applied grease to the switch connectors in order to address the problem. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system smart remote manager on fridge was failed, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this event.